Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer (end-user) alleges that the compressor would not output sufficient flow. The alleged defect occurred during pre-testing. No patient injury reported.